Manufacturer narrative:
The device was received for testing; however, the device was inadvertently misplaced prior to testing; therefore, no testing was completed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported an unrequested bolus dose. The pump was programmed to deliver an unspecified medication. No specific pump programming parameters were provided. After an unspecific length of time in use, the customer contact reported that "the bolus button is broken, it was in continuous push end mode and it always sends the signal to the pump for bolus request." It was reported that the pump was in the lock out mode at the time of the unrequested bolus which prevented the delivery of the unrequested dose to the pt. The pump and bolus cord were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.